Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and infection. It was also stated that there was a fracture at the calcar region probably as a result of the infection or the metal debris that was present. Also, the stem reunion had some significant trunionosis which delaminates metal around the neck and debris as a result. A prostalac hip spacer was implanted. Der also indicates partial loosening of the stem at the bone to implant interface.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records have been reviewed. Clinical notes (B)(6) 2017 indicate the patient has atrial fibrillation with a rapid ventricular response. Also, continuous sa bacteremia with left hip prosthetic hip infection. Aspiration with 196k wbc and gpc positive on gram stain. Fever, leukocytosis and sepsis secondary to infection. Reportability remains unchanged. On (B)(6) 2017.